Event description:
It was reported while using bd veritor system for rapid detection of group a strep, there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number 3353256. The customer reported that they are receiving false negative test results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received; however, there were return samples received. The returned samples were functionally tested and the results were passing and acceptable. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.